Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. Customer noticed while changing the infusion set and reservoir last night and again this morning the plastic rubber comes out or slips out partially in the grooves and I push it and its coming back in also, found there was a piece missing from the reservoir compartment entrance. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.